Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements from 60 ohms to 100 ohms with the previous can. With the current implanted system, this rv lead continued to show elevated shock impedances around 90 ohms, with more erratic measurements. Recently there were high out-of-range shock impedance measurements greater than 125 ohms. This implantable cardioverter defibrillator (ICD) system was programmed to initial polarity and maximum energy shocks. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.